Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the handles broke and cracked. The surgeon attempted multiple reloads and went from purple to black on the antrum of the stomach, yet the surgeon could not fire through one area of the stomach; it was partially fired. After multiple attempts, the surgeon moved lateral and completed the sleeve with no issues. The surgeon oversewed the staple line at the area.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot number: p5j1186) egiauxl, egiauxl endogia ultra univ xl stapler, (lot number: p4a0996) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n3c0810y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5j1450y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n3c0810y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5j1450y) egia45amt, egia45amt egia 45 artic med thick sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.